Event description:
It was reported that the left ventricular (lv) lead failed to capture at maximum output and had high thresholds. The lv lead was capped and replaced. The device had unexpected longevity and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2012. A 5076, implantable pacing lead: (B)(6) 2007. (B)(4).